Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B97497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital herpes, sickle cell trait, thyroid nodule in june 2015 and constipation chronic in 2015. Concomitant products included medroxyprogesterone acetate (depo-provera) since july 2014 for birth control as well as linaclotide (linzess), lubiprostone (amitiza) and valaciclovir hydrochloride (valtrex). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary trat infection"), vaginal infection ("vaginal infection"), rash ("rashes"), skin disorder ("skin conditions"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), nausea ("nausea"), allergy to metals ("nickel allergy"), visual impairment ("vision problem"), eye disorder ("eye problems"), fatigue ("fatigue,"), inflammation ("inflammation"), back pain ("lower back"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (17dec2015, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, nausea, allergy to metals, visual impairment, eye disorder, fatigue, inflammation, back pain and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cystitis, eye disorder, fatigue, hypersensitivity, inflammation, menorrhagia, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2-apr-2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Lab data, historical condition, concomitant drugs were added. Updated suspect drug indication. Lot number added. Events vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, rashes, skin conditions, bladder disorder, urinary problems, nausea, nickel allergy, vision problem, eye problems, fatigue, inflammation, hair loss and lower abdominal pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/worst pain on my right side') in an adult female patient who had essure (batch no. B97497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes on (B)(6) 2015, thyroid nodule in (B)(6) 2015, constipation chronic in 2015, sickle cell trait and loop electrosurgical excision procedure. Concurrent conditions included abdominal pain since (B)(6) 2015, ache since (B)(6) 2015, burning sensation since (B)(6) 2015, irregular menstrual cycle since (B)(6) 2015, adenomyosis, pap smear abnormal, uterus enlarged, gastroesophageal reflux disease, ovarian cyst, benign thyroid nodule, abdominal pain and right upper quadrant pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 for birth control as well as ipratropium bromide, linaclotide (linzess), lubiprostone (amitiza), naproxen sodium (aleve) and valaciclovir hydrochloride (valtrex). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and nausea ("nausea"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("bowel syndrome"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity"), rash ("rashes/ rash in chest area"), skin disorder ("skin conditions") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced visual impairment ("eye problems/ vision worsened/vision got worse/vision problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), the first episode of back pain ("lower back pain while sleeping"), abdominal pain lower ("lower abdominal pain"), the second episode of back pain ("lower back pain while walking") and incision site pain ("its very hard on my left side where the incision is"). The patient was treated with surgery ( (B)(6) 2015, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, rash, skin disorder, nausea, allergy to metals, fatigue, inflammation, alopecia and incision site pain outcome was unknown, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and visual impairment had not resolved and the cystitis, urinary tract infection, vaginal infection, abdominal pain lower and the last episode of back pain had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, fatigue, hypersensitivity, incision site pain, inflammation, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: insertion details: (B)(6) 2014:essure coils were placed in both ostia in the standard fashion with 4 coils on right and 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus (187 g), hysterectomy: cervix: negative for dysplasia. Endometrium: secretory endometrium with myom atrium: no leiomyomas identified. Superficial adenomyosis. Fallopian tubes: bilateral imbricated fallopian. Ultrasound scan - on (B)(6) 2015: unchanged size of dominant left thyroid nodule, recently biopsied and benign. Additional small nodules in the isthmus and right gland are unchanged. There is a questionable new complex hypoechoic nodule adjacent to the isthmus nodule on the left. Mild interval increase in size of the thyroid gland. It was in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Event: "its very hard on my left side where the incision is" was added reporter's aka name was added. Fu8 and fu 9 processed together. On 2-oct-2019: pfs received. Lab data was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B97497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital herpes on (B)(6) 2015, sickle cell trait, thyroid nodule in (B)(6) 2015 and constipation chronic in 2015. Concurrent conditions included irregular menstrual cycle since (B)(6) 2015, abdominal pain since (B)(6) 2015, ache since (B)(6) 2015, burning sensation since (B)(6) 2015, adenomyosis and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 for birth control as well as linaclotide (linzess), lubiprostone (amitiza), naproxen sodium (aleve) and valaciclovir hydrochloride (valtrex). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and nausea ("nausea"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("bowel syndrome"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary trat infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes"), skin disorder ("skin conditions") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced visual impairment ("vision problem") and eye disorder ("eye problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), back pain ("lower back") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2015, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, rash, nausea, allergy to metals, fatigue, inflammation, back pain and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, visual impairment and eye disorder had not resolved and the cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cystitis, eye disorder, fatigue, hypersensitivity, inflammation, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: insertion details: (B)(6) 2014:essure coils were placed in both ostia in the standard fashion with 4 coils on right and 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B97497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes on (B)(6) 2015, sickle cell trait, thyroid nodule in (B)(6) 2015 and constipation chronic in 2015. Concurrent conditions included irregular menstrual cycle since (B)(6) 2015, abdominal pain since (B)(6) 2015, ache since (B)(6) 2015, burning sensation since (B)(6) 2015, adenomyosis and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 for birth control as well as linaclotide (linzess), lubiprostone (amitiza), naproxen sodium (aleve) and valaciclovir hydrochloride (valtrex). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and nausea ("nausea"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("bowel syndrome"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary trat infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity"), rash ("rashes/ rash in chest area"), skin disorder ("skin conditions") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced visual impairment ("vision problem") and eye disorder ("eye problems/ vision worsened"). On an unknown date, the patient experienced inflammation ("inflammation"), the first episode of back pain ("lower back pain while sleeping"), abdominal pain lower ("lower abdominal pain") and the second episode of back pain ("lower back pain while walking"). The patient was treated with surgery ((B)(6) 2015, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, rash, nausea, allergy to metals, fatigue, inflammation and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, visual impairment and eye disorder had not resolved and the cystitis, urinary tract infection, vaginal infection, abdominal pain lower and the last episode of back pain had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, eye disorder, fatigue, hypersensitivity, inflammation, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: insertion details: (B)(6) 2014:essure coils were placed in both ostia in the standard fashion with 4 coils on right and 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet- patient was recovering from lower back pain (previously reported as unknown). The event lower back pain while walking was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B97497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital herpes on (B)(6) 2015, sickle cell trait, thyroid nodule in (B)(6) 2015 and constipation chronic in 2015. Concurrent conditions included irregular periods since (B)(6) 2015, abdominal pain since (B)(6) 2015, ache since (B)(6) 2015, burning sensation since (B)(6) 2015, adenomyosis and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 for birth control as well as linaclotide (linzess), lubiprostone (amitiza), naproxen sodium (aleve) and valaciclovir hydrochloride (valtrex). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and nausea ("nausea"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("bowel syndrome"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary trat infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes"), skin disorder ("skin conditions") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced visual impairment ("vision problem") and eye disorder ("eye problems"). On an unknown date, the patient experienced inflammation ("inflammation"), back pain ("lower back") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2015, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, rash, nausea, allergy to metals, fatigue, inflammation, back pain and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, visual impairment and eye disorder had not resolved and the cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cystitis, eye disorder, fatigue, hypersensitivity, inflammation, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: insertion details: (B)(6) 2014:essure coils were placed in both ostia in the standard fashion with 4 coils on right and 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet-event bowel syndrome was added. On 6-jun-2018: medical record received. Concomitant condition were added. No new clinical information. On 7-jun-2018: medical record- no new significant information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant.) Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.